Manufacturer narrative:
Conclusion: retained samples from the same lot number as the actual device were evaluated for packaging integrity, seals strength, and seal width. All devices met specification.

Event description:
It was reported that on (B)(6) 2014, the device was received in an unsealed condition. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.